Event description:
It was reported that the implantable cardiac monitor exhibited post sensed t wave oversensing during device analysis. Programming adjustments were advised for patient's next clinic visit. No programming changes were reported. Patient was stable.